Event description:
Customer reported she was in the hospital because she had a bent cannula on friday night. Customer is pregnant. Her most recent blood glucose was 157 mg/dl. Customer's blood glucose was 329 mg/dl when admitted, due to her bent cannula. Customer was slightly acidic, but she did not have diabetic ketoacidosis. She is being monitored because she is pregnant. Customer was advised to monitor her blood glucose and call when needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.